Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 11/13/2013 reporting that the boluses have cancelled without the patient pressing any other buttons lately. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.